Event description:
Medtronic physio-control lifepak 12 defibrillator malfunctions when unplugged immediately before or after being turned on. Seven occurrences of this malfunction involving four different units have occurred in 2002. The malfunction records an error code, displays service legend, and requires the power be cycled off and back on again. The delay, and loss of confidence during a cardiac arrest (code) situation can cause a life threatening situation.

Event description:
Add'l info rec'd from MFR 6/28/02: model number: 12, catalog number: vlp12-02, serial number: multiple. Incident description: the rptr complained there have been multiple reports by the hosp staff of failures of the device "user test" on multiple devices in the hosp. When the user test failed, the monitor displayed the message "energy fail", the service indicator illuminated and the user test failed message was printed. Failure analysis result: the "user test" is designed as a functional test of the lifepak 12 defibrillator/monitor. The operating instructions indicate that it should be performed only as a test and not while using the defibrillator during pt care. The device operating instructions indicate that when disconnecting the device from ac or dc line power, the operator must wait at least 2 secs between disconnecting line power and powering on the device prior to performing the user test. This allows the defibrillator/monitor time to switch from line power to battery power. If the operator does not wait at least 2 secs between disconnecting line power and powering on the device, an internal boot up error may occur causing the service indicator to illuminate and causing the user test to fail. If this occurs, one or more error codes are logged into device memory and the device prints a message indicating to the operator that the user test failed. The devices were evaluated by medtronic physio-control. Error codes were observed in device memory indicative of not waiting at least 2 secs between disconnecting lone power and powering on the device. The devices were subsequently evaluated by repeatedly performing the user test as described in the operating instructions. Proper operation was observed each time the user test was performed. The device operating instructions regarding the proper method for performing the user test were reviewed with the rptr. Date of event: the medwatch report indicates there have been seven occurrences of user test failures involving four devices between event date and the date of the report. Date MFR received reported info: 2/13/02. Current status: one device was replaced to help restore the customer's confidence in the product. The remainder of the customer's devices remain in use with the customer.